Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged metal receiver at the connection site could not be identified. However, it¿s likely the cause is related to breakage of the video connector part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The connection site had a damaged metal receiver that was compromising a proper connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center had a damaged metal receiver on the back left of the connector insertion port. This damaged component was compromising the connection site. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.